Event description:
The report received from the affiliate stated that the hud was received deformed. It was further described as slightly out of shape. Analysis revealed that the hub was cracked.

Manufacturer narrative:
One non-sterile cypher select plus was received coiled inside a plastic bag, the stent was returned mounted on the sds balloon. The luer hub was found cracked. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure by the customer was not confirmed however the luer hub was found cracked, the exact cause of this damage could not be conclusively determined. This failure is related to the manufacturing process of the product. An internal investigation has been opened to investigate complaints of this nature. Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).